Event description:
It was reported that the patient experienced hyperglycemia with a highest cgm reading of 313 mg/dl for several hours while using the ilet with a contact detach infusion set on the abdomen and a dexcom g7; glucose decreased after an infusion set change but rose again after an unannounced atypical meal, and the user interface and pump delivery pattern were reviewed with no device malfunction observed. Symptoms included hyperglycemia, abdominal pain at the site of the previous infusion set, and anxiety. Outcomes included no health consequences or impact. Investigation included communication with the user¿s nurse and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions to announce meals, with the user interface involved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.